Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb power cable was not charging the pump battery. Customer changed the usb cable and power adapter. Battery was charged. There was no reported impact to customer's blood glucose.